Manufacturer narrative:
Based on the received information from the field, a technical failure at the reference electrode cannot be excluded. However to determine an exact root cause, device investigation at the explanted device would be necessary. Information on further possible steps have not been received.

Event description:
On (B)(6) 2024, the parents of the user reported a decrease of hearing performance.

Event description:
On (B)(6) 2024, the parents of the user reported a decrease of hearing performance.the user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. Other mechanical damages found are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.